Event description:
It was reported that pump generated recurring cartridge alarm 30 that did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge using guided technique but alarm recurred, so customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump shipment under warranty, confirmed shipping details and lack of signature requirement, instructed customer to place pump in storage mode and return it within specified time using provided materials, and advised customer to reenter pump settings and reconnect continuous glucose monitor once replacement pump was received.